Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including obesity, hypertension, diabetes, coronary artery disease, atrial fibrillation, previous tia/stroke. Complications reported included heart block, permanent pacemaker; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting navitor valve in native bicuspid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article "predictors of permanent pacemaker implantation in patients with raphe-type bicuspid aortic valve stenosis undergoing tavr" was reviewed. The article presented a retrospective multi center study, to evaluate the incidence, predictors and clinical impact of ppi among patient with raphe-type bav treated with tavr. Devices mentioned include portico/navitor and non-abbott devices. The article concluded that ppi following tavr in bav is relatively common but without impact on mid-term clinical outcome. Beyond pre-procedural rbbb and the use of evolut valves, ppi had unique anatomical predictors within this population, such as the r-l raphe localization. [The primary author and corresponding author was antonio mangieri at irccs humanitas research hospital institution with corresponding email antonio.mangieri@gmail.com]. The time frame of the study was january 2016 to december 2023. A total of 912 patients were included in this study, of which 51 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Comorbidities included obesity, hypertension, diabetes, coronary artery disease, atrial fibrillation, previous tia/stroke (B)(6), unk portico/navitor. Peri- and post-procedural complications included heart block, permanent pacemaker.